Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up. The jaw was unable to close when the handle was activated due to tissue build up. The distal end was inspected under a microscope and found and pieces of the melted teflon pad stuck onto the probe unit; however there was no visual damage to the probe unit. In addition, charmed marks were also noted on side wall of the jaw. The user¿s complaint was confirmed. The teflon pad was separated from the jaw exposing metal and found approximately 2mm of length from the tip missing. The missing pieces of the teflon pad were not returned.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however, this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "O not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a laparoscopic ovarian cystectomy procedure, the teflon pad melted and fell into the patient. Furthermore, olympus was also informed that metal was exposed and pieces of teflon pad was retrieved using graspers. The event occurred while the doctor was performing cut and coagulation using the device. An unspecified error message was displayed on the generator during the procedure. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.